Manufacturer narrative:
Checking the manufacturing charts of involved lot number no pre-existing anomalies were found on the components manufactured with this lot number. No previous complaints have been received for the involved lot number. This is the first and only complaint received. We will submit a final report after the final investigation.

Event description:
The complaint source reported that during procedure the tip of instrument reverse adaptor sleeve (product code: 9013.52.147 - lot. 2117272) had broken. The hook damaged following the impacting handle. The instrument has been approximately used 30 times. Event occurred in ireland.

Manufacturer narrative:
By checking the manufacturing charts of the involved lot 2117272, no pre-existing anomaly was found on the items manufactured with the same lot number. The post-operative x-rays were not provided to limacorporate but were checked by the physician who performed the surgery and he confirmed that there are no metal fragments to be seen on the x-rays. The instrument was returned to limacorporate for investigation. The visual inspection confirmed that the tip has broken off in the point of the plier that displays the minimal section. We cannot define with certainty the root cause of the event. By checking the manufacturing charts of the involved lot 2117272, no pre-existing anomaly was found on the items manufactured with the same lot number. We can hypothesize that during procedure the reverse adaptor sleeve was not properly assembled with other instrument used or unexpected stresses have been applied to the instrument, leading to overstress of the plier, with consequently to its breakage. Product family analysis: the instrument involved in the complaint is in v.01. According to our pms data, are aware of 3 plier's breakages occurred on a total of (B)(4) instruments v.01 made available to the market ((B)(4)). We can estimate the occurrence rate of malfunctioning of the instrument reverse adaptor sleeve (product code 9013.52.147) in v.01 to be (B)(4). Please note that this occurrence rate is overestimated because it considers the total number of pieces manufactured only. It does not consider the reuse of the instruments. Limacorporate changed the material of which the instrument's plier is made of. This was an improvement introduced on the new version of the instrument (v.02) with the aim of further enhancing the plier's mechanical strength. Instruments in version 02 are available on the market since (B)(6) 2023, and no breakage has been reported up to today on the latest version of the reverse adaptor sleeve. The average breakage rate of the plier on previous instrument's versions is of (B)(4) (estimated over the number of smr reverse surgeries performed up to (B)(6) 2023, thus before the introduction on the market of the reverse adaptor sleeve v.02). This is an MDR final report.

Event description:
The complaint source reported that during procedure the instrument reverse adaptor sleeve (product code: 9013.52.147 - lot. 2117272) the tip of had broken. The hook damaged following the impacting handle. The instrument has been approximately used 30 times. There was no consequence on patient and no prolongation of surgery. Event occurred in ireland.